Manufacturer narrative:
The device was not returned for analysis. The analysis therefore based on the returned device memory data and the existing production documents. The returned device data were thoroughly analyzed. The analysis did not indicate any device dysfunction. In particular, the battery voltage and the power consumption were unremarkable, and no resets had been stored in the memory. The cause for the pacing pauses could not be clearly determined during the data analysis. However, it cannot be rules out that oversensing in the ventricles contributed to the clinical observation. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, there is no indication of a device malfunction. The analysis of the memory excerpt of the pacemaker showed proper device behavior.

Event description:
Ous MDR - the patient received an external shock. No event dates were reported. Should additional information become available this file will be updated.